Event description:
It was reported that x-rays showed the patient's lead had migrated and wrapped around the spinal screw(s) in her spine. The patient was in extreme pain and experienced periodic numbness on one side of her body from the waist down. The implantable neurostimulator was "dead" but at times it felt like stimulation would come on. The patient had not kept the neurostimulator charged. The patient was trying to find a physician to see regarding the event.

Manufacturer narrative:
Lead model 3778-60 lot# v341066024 implanted (B)(6) 2010 explanted unk; recharger model 37752 (B)(4); programmer model 37743 (B)(4).